Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge still contained insulin. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 158 mg/dl.